Event description:
It was reported that the patient presented to the emergency room in atrial fibrillation. Capture and sensing anomalies were noted. Lead impedance was less than 200 ohms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.